Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad became frozen and searching screen was frozen. The customer¿s blood glucose level was 16 mmol/l. Customer stated that the searching screen for 30 minutes and also stated that the cannot see time. Customer reported that the screen was not completely blank. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.